Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, it was noted that medical fluid was leaking from it. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd cassette reservoir was received for the evaluation of a reported leak. Two pictures were also received and reviewed and no discrepancies were detected. The uni was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination in order to verify that parts were free of cuts or damages that could cause leakage and no discrepancies were found. A functional testing was also performed where a syringe was used to infuse water into the cassette bag. A leakage was detected in the connection between the leuer and the extension tube. Root cause was determined to be due to a manufacturing issue.